Manufacturer narrative:
Follow-up # 1 date of submission 06/21/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, a visual inspection of the battery cap showed that the cap was damaged; the removal slot on the top of the cap was found to be stripped/damaged. The battery cap was able to attach and tighten, however, was difficult to remove from the test pump. The battery cap contact height and width measurements were within specifications.

Manufacturer narrative:
The batter cap has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.